Event description:
Ligaclip was introduced into the pt to clip the cystic duct. Found not to be clipping properly. Removed and examined. Found to have an unusual metal piece at the tip of the instrument.